Manufacturer narrative:
Other: o2 bottle holder strap.

Event description:
It was reported by service report that the fowler o2 strap broke and would not hold the o2 tank. It is unk if there was pt involvement or if there were adverse consequences to report.